Event description:
On (B)(6) 2015, the reporter contacted lifescan, alleging that there was an issue with the subject meter up button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.